Event description:
Patient was mistreated in 36 out of 42 fractions because one of the fields (lpo) didn't have the dmlc attached to it in varis from the first day of treatment. The field was treated with imrt mu but was an open field. Primary reference point received 2.38gy/frac instead of the planned amount of 1.8gy/frac. Autual delivered dose distribution was different from the one accepted at the time of plan approval. Dose per "praction" was 32.2% higher than the planned one, total dose delivered exceeded the prescription by 10%.